Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery handpiece device had heat, moving parts of the device were not moving smoothly, and there was component damage. It was further determined that the device failed pretest for general condition and check for mechanical free movement. Therefore, the reported condition that the device was starting to warm up and was difficult to assemble/disassemble was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. The reported conditions of low power and the device stopped working was not confirmed. Therefore, an assignable root cause for these conditions was not determined. Please note that this medwatch report (8030965-2021-04304) is related to medwatch report 8030965-2021-04286 as the products were used together in the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: sagittal saw attachment device, battery device; (B)(6) 2021. UDI ¿ (B)(4). Please note that this medwatch report is related to medwatch report 8030965-2021-04286 as the products were used together in the same event.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a total knee replacement procedure while doing the femur cuts, the motor began to heat up and the handpiece began to lower its power. The battery was charged since it was evident that it had one less load point, while the battery was being loaded it was decided to remove the saw "anchor" device. It was reported that it was not possible to adjust the device. After several minutes and attempting maneuvers such as placing a wet compress to lower the heat and manipulate the anchor, the device was finally able to be released. It was reported that the battery was re-assembled and the motor was activated and running. It was reported that the cuts of the femur and tibia were finished, but when cutting the patella, the device stopped working. It was reported that as a last measure it was decided to use an unspecified spare small saw motor device to finish the cut. There were no reports of surgical delays due to the event. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.